Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable and patient lost therapy. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the auto tester. The ipg was functionally tested and passed all testing.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.